Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous low results for 1 neonate ((B)(6)) patient tested for lact2 lactate gen.2 (lact2) on 2 cobas 8000 c 502 modules. The initial lact2 result from c502 module a was 2.7 mg/l. The result from c502 module b was 1.4 mg/l. These results were reported outside of the laboratory where they were questioned by the doctor as they didn't correspond to the patient's clinical condition. The doctor requested repeat testing. The sample was repeated using a 1:10 dilution and the result was 97.0 mg/l (calculated result 970 mg/l). The sample was also repeated using a 1:100 dilution and the result was 8.2 mg/l (calculated result 820 mg/l). The patient was not incorrectly treated based on the low results as the doctor immediately questioned the results. No adverse event occurred due to the device. The c502 module a serial number was (B)(4). The c502 module b serial number was not provided. The patient sample was submitted for investigation and run on a cobas 6000 c (501) module. The customer's results could not be confirmed: the undiluted result was 11.24 mg/l. The calculated result from a 1:10 dilution was 11.14 mg/l. The calculated result from a 1:50 dilution was 12.57 mg/l. A general reagent issue was not identified. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The unit of measure for the results obtained during the investigation were corrected from mg/l to mmol/l. Based on the corrected units of measure, the customer's diluted results were confirmed. The undiluted result was 11.24 mmol/l. The calculated result from a 1:10 dilution was 11.14 mmol/l. The calculated result from a 1:50 dilution was 12.57 mmol/l. The customer's initial low results were not confirmed.